Manufacturer narrative:
(B)(4). The event is currently under investigation.

Manufacturer narrative:
During investigation, a functional testing and a review of the complaint history, device history record, instructions for use (IFU), quality control (qc), device specifications, trends, and a visual inspection of the device was conducted. Based on the information provided, the valve leaked during the procedure requiring replacement of the sheath prior to deployment of the iliac leg graft. Approximately 250 cc of blood loss was reported. No blood transfusion was required, and no adverse effect to the patient was reported. The zenith device has completed design control requirements demonstrating that the device meets the predetermined requirements and that the requirements meet the needs of the user. Specifically, hemostatic valve leakage testing has been conducted. The IFU contains the indications for use, warnings and precautions and appropriate method of use for this device. Specifically, it states "endovascular stent grafting is a surgical procedure, and blood loss from various causes may occur, infrequently requiring intervention (including transfusion) to prevent adverse outcomes. It is important to monitor blood loss from the hemostatic valve throughout the procedure, but is specifically relevant during and after manipulation of the gray positioner after the gray positioner has been removed, if blood loss is excessive, consider placing an un-inflated molding balloon or an introduction system dilator within the valve, restricting flow." Captor valve assemblies are 100% qc inspected for leakage. The manufacturing records were reviewed, and nothing of note was observed. The returned device was evaluated and it was found that the valve was functional. However, it was noted that a tear was present in the webbing of the silicone disc. The valve was leak tested which revealed leakage with the dilator in place, but no leakage viewed without the dilator. The appropriate internal personnel have been notified and we will continue to monitor for similar events. Per the quality engineering risk assessment (qera), additional risk reduction is not required at this time, as preventative measures have already been initiated.

Event description:
During an aaa implant on a female patient, as soon as the user started to advance the device into the aorta, the valve began to leak substantially. The valve continued to leak throughout the procedure. After the main body was delivered, an ipsilateral limb extension graft was delivered through a new sheath. The patient did not require any additional procedures due to this occurrence. According the initial reporter, the patient did not experience any adverse effects due to this occurrence.